Event description:
The patient¿s mother reported that on (B)(6) 26, the patient¿s blood glucose increased to approximately 400 mg/dl after more than 48 hours of pod wear on the leg, and the patient developed high ketones. The omnipod 5 app reportedly displayed a ¿pod expired¿ message, although the pod was not due for replacement at that time. The mother was unsure whether the message applied to the affected or a prior pod. The patient experienced symptoms of lightheadedness, dizziness, and vomiting and was admitted to the hospital for treatment to reduce ketone levels. The patient was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included multiple daily insulin injections. The mother reported that after pod removal, the cannula appeared kinked or bent. The patient was discharged on (B)(6) 2026, and has since resumed omnipod therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: data not available , hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.